Event description:
It was reported that prior to the implant of a transcatheter aortic valve in a previously implanted non-medtronic surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) fracture was performed. Following the implant procedure, the patient did well post-operatively and was discharged home. Approximately 3 months following the implant of the transcatheter valve, the patient developed dyspnea and chest pain. The patient was hospitalized and a computed tomography (CT) scan was performed that revealed a contained aortic root rupture, as well as annular rupture. Per the physician, the implant procedure contributed to the rupture.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the annular rupture was possibly the balloon aortic valvuloplasty (bav) to fracture the surgical valve frame and was not caused by the delivery catheter system (dcs). No treatment was provided for the rupture. It was believed that the contained annular rupture went undetected for months.

Manufacturer narrative:
Updated b.5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.